Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted, not implanted due to a setscrew problem. The screw could not be turned with the screw driver. After the lead was connected, the connection was loose. The lead was pulled out and the screw remained in the same position. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated the set screw was found in the connector bore. (B)(4).